Event description:
The report received from foreign country indicated associated a cypher stent with a fracture and migration of a piece. According to the report, the patient suffered angina approximately two months after implantation of the cypher in the ostial right coronary artery. It was revealed by a control angiogram, which showed a stent migration to the proximal. The stent had broken off in the mid section with one part still in the ostium and the other part in the aorta. It is believed there might still be a connection between the two pieces. But that is still under investigation.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent delivery system balloon is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent delivery system balloon. Additional information will be submitted within thirty days upon receipt.